Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the front panel displayed required replacing in order to resolve the customer's reported issue. After the front panel was replaced, the device was calibrated and the device passed all testing to manufacturer specifications.

Event description:
The customer reported that their vela ventilator's display is frozen and unresponsive to touch input. The customer reported that there was no patient involvement.